Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the needle was break. The customer¿s blood glucose level was 207 mg/dl. The customer stated that the introducer needle was hard to remove. The device will be returned for the analysis.

Manufacturer narrative:
Inspected one random opened/used sensor and found needle separated from sensor base. Inspected insertion needle for burrs/hooks and dull needle tip defects and none were found. Introducer needle passed per specifications.